Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, the device had become disconnected via bluetooth (ble) telemetry from the remote monitoring application and was unable to be reconnected. Technical support was contacted and recommended an in clinic follow up for troubleshooting. An in clinic follow up is anticipated. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was found to be in ble telemetry lockout and was able to be interrogated using ble telemetry in clinic. The patient was stable.